Event description:
This lvad has a power cord that runs from the master controller to a bedside unit. When the pt needs to be transported, the power cord gets disconnected from the bedside unit and plugged into a battery pack. The male adaptor has 5 pins in it and there's a corresponding female side. Once plugged together, there is a round fastener that is screwed shut. In this case, the two ends were put together and the round fastener was screwed shut. However, the master controller was still alarming that it was not running on any power. In other words, the connection was not secure. The nurse then unscrewed the fastener and uncoupled the male from the female adaptor at which point she realized that approx 2 pins were dislodged from the male side and were still in the female side. In other words, they broke off inside the female side.